Manufacturer narrative:
The device was discarded. Without the return of the device, it is not possible to reach a definitive root cause. The evoke scs system surgical guide details the potential risks associated with the implantation and use of a spinal cord stimulation system, including ¿infection that may require hospitalisation with intravenous antibiotic therapy.¿ the surgical guide also states that the patient may require surgery (including revision, explant, and replacement) as a result. Manufacturing records were reviewed. The product met all requirements for release with no anomalies found.

Event description:
Saluda representatives were notified that an infection and subsequent explant of an evoke spinal cord stimulation (scs) system had taken place. The patient was treated with antibiotics for the infection. The explant was reported to have been completed on (B)(6) 2023, with the exact date of explant unknown. 01 oct 2023 is selected as an approximate event date.